Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power their device on, a service indicator would appear and the device would then power off by itself. The customer advised that there were two fully charged batteries installed in the device when the issue occurred. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer later advised that there had been patient use associated with the reported event; however, the patient was only being monitored and there were no adverse effects to the patient as a result of the reported losses of power. No further details about the patient were available. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. A review of the device's memory confirmed that the device did power off multiple times, as reported; however, the cause of losses of power could not be determined. As a precaution, physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.